Manufacturer narrative:
Concomitant medical products: product ID 64002, lot# 0209012323, product type: adapter. Product ID 37601, serial# (B)(4), implanted: (B)(6) 2015, product type: implantable neurostimulator. (B)(4).

Event description:
A healthcare professional from a clinical study reported that post-operatively on (B)(6) 2015 a device interrogation was done and results indicated abnormal, left lead high impedance. The cause of the high impedance was slot 2 dysfunction on the left lead. There was worsening akinesia which caused walking difficulties and falls. Examination was done on (B)(6) 2015. No trauma was experienced by the patient before the problem with electrode 2. The patient was reprogrammed on (B)(6) 2015. Medications were administered, modopar dosage was increased. No surgical intervention had occurred and none was planned. Patient is being stimulated on electrode 1 and 3. The patient¿s state was better but some problems persisted. A test had been done and even if the effectiveness is under 30% no surgical intervention would be programmed, patient was very tired. The issue was not resolved, no further actions were planned. The patient was alive with injury. The event was related to lead 1. Lead 1 was implanted at previous procedure prior to study access and lot/serial numbers were not provided. Patient¿s medical history included parkinson¿s disease and the patient was currently taking movement disorder and/or psychiatric medications.

Manufacturer narrative:
Product ID: 64002, lot# 0209012323, product type: adapter; product ID: 37601, serial# (B)(4), implanted: (B)(6) 2015, product type: implantable neurostimulator; product ID: 3389-28. Lot# b0727282k, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
No new information was received.